Event description:
A customer contacted baxter's (B)(4) regarding a system error 2240 / 2367 alarm (air in line) that appeared on the homechoice (hc) unit during dwell 3 of 5. There was an open clamp on an unused supply line. The technical service representative (tsr) explained that the home patient (hp) would have to start over with new supplies. The hp stated that she wants to just finish for the night. The tsr advised the hp to call the nurse. (B)(4) contacted the patient on (B)(6) 2010. According to the patient she discarded supplies and started therapy over with new supplies. The patient has not had any further issues. The patient stated she notified her nurse of the unclamped line. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). The sample is not available as it has been discarded.